Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device implanted, began experiencing recurring incontinence over the past year. The patient had atrophy of the urethra. The aus cuff was explanted, and a new cuff was implanted.